Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of kinks in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2423-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 10d 4ss, 4ss 2g-4wspk cv tubing kinked would not stay intact. The following information was provided by the initial reporter: material no: 2423-0007, batch no: unknown. It was reported that tubing kinks. Per customer response 09-jul-2020: we have had issues with the alaris IV tubing since the rollout. The tubing often seems to kink, come apart from IV catheters and at stopcocks. Today I was called in to an or where we were caring for a critically ill, infected patient, and the IV tubing could not stay intact. Luckily I was able to make a video of this. The anesthetist told me this was not the first time.